Event description:
The customer reported that his mp50 had a speaker malfunction and there was no audio tone coming from the monitor. Pt injury is not alleged.

Manufacturer narrative:
(B)(4). The customer reported that his mp50 had a speaker malfunction and there was no audio tone coming from the monitor. Pt injury is not alleged. Pt safety could be compromised if no audio is available. Product labeling states: warnings - do not rely exclusively on the audible alarm system for pt monitoring, adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.